Event description:
It was reported that the device was leaking, not spinning, and heating up. There was no reported patient impact.

Manufacturer narrative:
(B)(4. Product evaluation: device analysis determined that when received, the handpiece would not turn; unable to perform the temperature tests. The housing, motor and other parts were replaced due to saline causing corrosion. The motor had seized and threads on housing were stripped, plus, the igs posts were worn out and that's what was causing the leakage. The item was tested and passed all manufacturing specifications. Results: friction problem.